Event description:
Caller states an attempt was made to test the customer using the aviva sys while the customer was experiencing hyperglycemic symptoms. The device displayed e-1 rather than a result. The customer subsequently needed assistance in administering insulin. Requested return of suspect device and replacement was sent.